Event description:
A customer contacted beckman coulter (bec) reporting a reagent probe a leak in the unicel dxc 600i synchron access clinical system. The customer indicated that the leak was discovered through the twice weekly maintenance on the instrument. After noticing the leak, customer received the following instrument error message "cartridge chemistry (cc) cuvette not dry before first reagent dispense". Approximately 1 milliliter of fluid leaked on the reaction wheel cover. The customer was wearing personal protective equipment (ppe) consisting of gloves, a laboratory coat, and protective eyewear at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated in connection to this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse found the 2-way solenoid valve intermittently failing. The fse replaced the 2-way solenoid valve which resolved the issue. The fse verified system performance. (B)(4).